Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There are no add'l reports against the finished goods lot. The order was built and released per spec. The customer did not return a sample for this investigation, therefore the root cause of the customer's complaint could not be determined. (B)(4).

Event description:
A scrub tech reported the cassette would not aspirate during a procedure. There was no pt injury or delay in procedure reported. Add'l info has been requested.